Manufacturer narrative:
The technician found the brake caster was worn. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed annually from 2006-2014. It is unknown if the facility performs preventative maintenance on their bed. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in 7th storage. There was no patient/user injury reported. (B)(4).